Manufacturer narrative:
One device was returned for repair. Visual inspection found the downstream occlusion (dso) seal is broken. Event history found that there were no events or alarms related to the primary complaint. There were no services reported previously. The dso was replaced, the pump was calibrated, and the device passed all functional tests.

Event description:
It was reported there was a torn seal. This occurred during infusion, and there was patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: b5 updated.

Event description:
In clarification to the previous description, there was no signs or symptoms the patient experienced.